Event description:
It was reported that the device failed the graven metrics test. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lens, peeled dso seal, worn uso seal, damaged rear housing, and a sticking latch lock. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem - the device was over delivering. It was determined that the most probable cause was the expulsor. The expulsor was sanded down. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.